Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was making a loud ringing and beeping noise. The customer rebooted the station, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that uninterruptible power supply (ups) battery failed. A field service engineer (fse) replaced ups battery to resolve the issue and witnessed successful power on and charging of battery. The system functioned as intended after the field service engineer repaired the device.